Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the unit was self-activating. An unknown electrosurgical pencil was plugged into the generator and a return electrode was on the patient. Reportedly, the light on the generator stayed blue and the pencil worked without any of its buttons being pressed. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report : 10/31/2015. One used forcefx generator was received for evaluation. The visual inspection found no notable conditions. Further investigation was conducted. Error code 197 was found stored in the unit's memory, which indicates that a hand switch or a monopolar-1 footswitch coag pedal may have become stuck at some point in the past. The generator was monitored for 16 hours and no self-activation condition was noted. The generator functioned normally and within specifications. The investigation could not determine the root cause of the customer's report.